Manufacturer narrative:
(B)(4). Third party biomed inspected the device. The graphical user interface connection was reseated and cleaned. The ventilator passed all test. The ventilator was returned to service.

Event description:
It was reported that the ventilator had a breath delivery (bd) power on self-test (post) failure. The ventilator was not in use on a patient at the time of the event.